Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ous mr 3.50 x 38 stent delivery system (sds) was returned for analysis. An examination (visual and via scope) of the crimped stent identified damage at the proximal end of the stent. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent outer diameter was measured within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Visual and tactile examination of the hypotube identified a hypotube break 210mm distal from the distal end of the strain relief. Multiple hypotube kinks were also noted. Visual and tactile examination of shaft polymer extrusion revealed no issues. Visual and microscopic examination found no damage to the tip. No other issues were identified during the product analysis.

Event description:
It was reported that vessel dissection occurred and the patient was experiencing chest pain. The target lesion was located in the heavily tortuous and heavily calcified right coronary artery (rca). An unknown 7 fr jr4 guide catheter was used to access the target lesion ( ar1 - caused damping - from proximal rca lesion). An unknown rotawire floppy guidewire was used to cross the tortuous distal rca and through the two significant calcified lesions in the distal rca. A 1.50mm rotalink burr was advanced to do a single atherectomy run through both lesions. The 1.50mm rotalink burr was removed and a non bsc guidewire was inserted and passed into the patent ductus arterious (pda), leaving the unknown rotawire floppy as a buddy wire. A 3.0x20mm nc emerge balloon catheter was advanced and successfully dilated the distal and proximal rca. A 3.50 x 38 synergy drug-eluting stent was inserted over the non bsc guidewire, pressure was applied to get the stent to an acceptable position, minimal back up was provided from the unknown 7 fr jr4 guide catheter. The rotawire floppy guidewire was removed and a slight advancement of the 3.50 x 38 synergy drug-eluting stent was then attempted. However, 10cm out of hemostasis valve, the hypotube snapped at the position of the operators fingers. The undeployed stent was removed from the patient's body. However, during removal, a flow limiting dissection was noted and the wire position was lost during the process. Unfortunately, the true lumen was not able to be wired distal to the dissection and the case was abandoned. The patient was transferred to the intensive care unit (ICU) post procedure, haemodynamically stable but experiencing chest pain and was being treated accordingly. The patient was treated conservatively and monitored. The treatment that will be provided is in the form of a repeat coronary intervention (pci) or coronary artery bypass graft (CABG).

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that vessel dissection occurred and the patient was experiencing chest pain. The target lesion was located in the heavily tortuous and heavily calcified right coronary artery (rca). An unknown 7 fr jr4 guide catheter was used to access the target lesion ( ar1 - caused damping - from proximal rca lesion). An unknown rotawire floppy guidewire was used to cross the tortuous distal rca and through the two significant calcified lesions in the distal rca. A 1.50mm rotalink burr was advanced to do a single atherectomy run through both lesions. The 1.50mm rotalink burr was removed and a non bsc guidewire was inserted and passed into the patent ductus arterious (pda), leaving the unknown rotawire floppy as a buddy wire. A 3.0x20mm nc emerge balloon catheter was advanced and successfully dilated the distal and proximal rca. A 3.50 x 38 synergy drug-eluting stent was inserted over the non bsc guidewire, pressure was applied to get the stent to an acceptable position, minimal back up was provided from the unknown 7 fr jr4 guide catheter. The rotawire floppy guidewire was removed and a slight advancement of the 3.50 x 38 synergy drug-eluting stent was then attempted. However, 10cm out of hemostasis valve, the hypotube snapped at the position of the operator's fingers. The undeployed stent was removed from the patient's body. However, during removal, a flow limiting dissection was noted and the wire position was lost during the process. Unfortunately, the true lumen was not able to be wired distal to the dissection and the case was abandoned. The patient was transferred to the intensive care unit (ICU) post procedure, haemodynamically stable but experiencing chest pain and was being treated accordingly. The patient was treated conservatively and monitored. The treatment that will be provided is in the form of a repeat coronary intervention (pci) or coronary artery bypass graft (CABG).